Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)") in an adult female patient who had essure (batch no. A78084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain. Concurrent conditions included diabetes, thyroid disorder and high cholesterol. Concomitant products included glipizide, metformin and thiamazole (methimazole). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), alopecia ("hair loss/hair loss") and fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding (vaginal, menorrhagia)"), feeling abnormal ("brain fog"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral),oophorectomy (bilateral)) and surgery (ablation). Essure was removed on (B)(6) -2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain, alopecia, feeling abnormal, fungal infection and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, feeling abnormal, fungal infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure procedure was performed without any problem on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)") in an adult female patient who had essure (batch no. A78084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain. Concurrent conditions included diabetes, thyroid disorder and high cholesterol. Concomitant products included glipizide, metformin and thiamazole (methimazole). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), alopecia ("hair loss/hair loss") and fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding (vaginal, menorrhagia)"), feeling abnormal ("brain fog"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral),oophorectomy (bilateral)) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain, alopecia, feeling abnormal, fungal infection and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, feeling abnormal, fungal infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Events per pfs: infection (bladder/urinary tract/vaginal) type: yeast, menorrhagia, back pain were added. Lot number added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), alopecia ("hair loss") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent a surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, alopecia and feeling abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, feeling abnormal, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.